Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient states they were walking, and the monitor got caught, twisted him around, and they fell to the ground resulting in injuries to his head and face. Patient described the area as painful. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.